Event description:
It was reported that during an unknown procedure that the clips will not hold after placing. Used another device to complete the procedure. There was no adverse patient consequence.